Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included review of trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). (B)(4). The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The load not recalled issue is attributed to user error as the customer recognized the positive bi and the instructions for use (IFU) instruct the user to follow their facility policies for instrument retrieval and physician notification. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and there are no related service requests for this unit. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the IFU. A customer letter has been sent addressing the load not recalled issue. The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. After sterilization the chemical indicator (ci) changed color correctly. The load was released for use on a patient before results were confirmed. The incubation period, product storage, and subsequent bi results are unknown. Requests for additional information have been made. Should new information be received at a later date, a supplemental MDR will be submitted. There is no report of injury or harm associated with the issue. This event is reported to the FDA since the load was released and used on a patient before the cyclesure® 24 biological indicator results were confirmed.

Manufacturer narrative:
(B)(4). Retains testing and device history record review: thirty-two (32) bis were submitted for functional evaluation per (B)(4) functional specification was met with 0+/32 bis. Additionally, no physical bi damage and/or leakage was observed following sterrad® processing. The device history record was reviewed, which indicated no non-conformances were documented. There were no anomalies that could have contributed to the customer's experienced issues. The device met specifications at time of release. Without return of the device, a definitive root cause for the reported event could not be determined. Attempts to retrieve the device and additional information have been made. Should new information be received, a supplemental MDR will be submitted.